Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarms no disposable when started. Reporter stated this issue occurred during testing. There was no patient involvement.

Manufacturer narrative:
D9: device received on 7/30/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The device was working properly with no alarm. There was no known cause of the reported issue, and no further action will be taken.